Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an internal inspection. The customer complaint that the receiver ceased to function was confirmed. The root cause was determined to be a defective u6 component.